Event description:
The distributor reported that the pump was not recording bolus doses.

Manufacturer narrative:
There was no reported patient impact associated with this complaint. The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.